Event description:
The customer observed non-reproducible, higher than expected vitros tropi es results predicted from two different patient samples processed on a vitros 5600 integrated system. Patient 1: 9.92 ng/ml vs. <0.012 ng/ml; patient 2: 7.18 ng/ml vs. <0.012 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The non-reproducible, higher than expected tropi es results for both patient samples were reported from the laboratory, however; there was no allegation patient harm. Corrected reports were issued to the health care provider and there was no allegations patient harm. (B)(4).

Manufacturer narrative:
The investigation confirmed that non-reproducible, higher than expected vitros tropi es results were obtained from two different patient samples while using the vitros 5600 integrated system. The investigation was unable to determine a definitive assignable cause. An instrument issue contributing to the event cannot be ruled out as a contributing factor. Acceptable performance was obtained following field service actions. Based on historical vitros tropi es quality control results, there is no indication that a reagent issue contributed to the event. Additionally, the sample was not processed in accordance with the tube manufacturer¿s recommendations. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. A definitive root cause for the event could not be determined.